Event description:
I received the essure back in 2013 before I under went my heart condition. This was told to me that it is a permanent birth control substance that could not be removed. All the while having this device, I am experiencing headaches, continuous pain in my lower area. Hair had fallen out in the top of my head, I always feel nausea on the stomach. I have been to my obgyn doctor and she did an ultrasound on me to see how everything was going inside of my body. The doctor stated that all my reproductive organs are ok. The doctor also prescribed me ibuprofen 800 for the pain. I recently went to my cardiologist doctor and he explained to me that I do not need to continue to take the ibuprofen because it could cause some health issue later if I take them like I do for pain, all due to these essure pain I received continuously. I am a heart patient and I do see my cardiologist, I am not trying to be placed back in the hospital with these side effects I am experiencing with essure. Back in 2011 I was diagnosed with endocarditis and my surgery was due to mitral valve regurgitation in 2013. In 2011 I had a busted blood vessel, it burst inside of my brain and had a stroke on my left side. I have records of all my health issues. This essure thing also have caused depression in my life because of the pain I am experiencing. I want these essure coils things out of me. I have tried to see if the essures can be removed, but my insurance (medicaid) will not pay for them to be removed. I also was told that these essure things cannot be removed. I found a place that removed them but it cost almost (B)(6) to remove these things. I need some help in any way possible to get these essure things off the market at the obygyn clinics or centers. I also feel that insurance should be in place for these things to be removed. These essure coils things have really affected my life and I can say they are no good. I would not recommend essure to anyone. I feel like needles are continuously sticking me inside of my body ever since I had these essure inserted. I want them out.